Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported atrial tachycardia as well as the patient¿s reported oliguria could not be conclusively established through this evaluation. Additionally, a cause for the reported events could not be confirmed through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records of (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).

Event description:
It was reported that overnight on (B)(6) 2018 the patient began to have decreased urine output as well as systemic vascular resistance (svr). Primacor was stopped and fluid was given. On (B)(6) 2018, patients left ventricular assist system (lvas) device was interrogated as it appeared the patient was in an atrial tachycardia. Labs also revealed hemoglobin (hgb) was 8.2 g/dl down from 10.4 g/dl, creatinine was 1.9 mg/dl up from 1.6/1.7 mg/dl, and lactate was 0.5 mmol/l. Overnight on (B)(6) 2018 the patient went into atrial tachycardia in the 190 and amiodarone bolus was given and patient remained in the 160. Primacor was stopped due to rate control. 500ml of lactate ringers were given for the marginal oliguria overnight and pump speed was decreased to 5300 rpm from 5500 rpm. Patient was being followed by electrophysiology (ep) and 5 mg lopressor infusion was given the morning of (B)(6) 2021.